Event description:
It was reported that the patient's first two devices "shorted out." It was unclear which components were involved. According to the manufacturer's device registry, the patient had a lead and neurostimulator plug inactivated in 2003 and was implanted with two leads and an additional extension. In 2005, both the patient's leads and both the patient's extensions were inactivated and replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Extension model 7495-25 serial# (B)(4) implanted: (B)(6) 2002 inactivated: (B)(6) 2005; extension model 748925 serial# (B)(4) implanted: (B)(6) 2003 inactivated: (B)(6) 2005; lead model 3986ilc lot# n26462 implanted: (B)(6) 2003 inactivated: (B)(6) 2005; lead model 3986ilc lot# n26462 implanted: (B)(6) 2003 inactivated: (B)(6) 2005; lead model 3587a lot# l98359 implanted: (B)(6) 2002 inactivated: (B)(6) 2003; accessory model 3550-09 lot# la6056 implanted: (B)(6) 2002 inactivated: (B)(6) 2003; programmer model 7435 serial# (B)(4).

Event description:
The healthcare provider confirmed that there were no shorts listed in the patient's file. On (B)(6)-2005 the ins was replaced for normal battery replacement. The leads were also repositioned at that time as well.

Event description:
Additional information received reported that the patient did not have any concerns with their device or therapy.